Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim g4 user guide states "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action." Device not returned.

Event description:
It was reported that the customer received intermittent elevated blood glucose (bg) levels (300 mg/dl) overnight. Reportedly, the pump settings had been set to control customer's bg levels while on electric shock therapy. Customer stated pump settings were not adjusted once they were no longer doing electric shock therapy, and customer has been adjusting pump settings without their health care professional guidance. Customer adjusted settings and delivered a bolus to address elevated bg levels. Recommendation was made discuss diabetes management with customer's health care professional.